Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the endoscope image was flipped. The endoscope would flip and the image was off. The customer tried reseating the endoscope, still the issue persisted. The customer used another endoscope, and the issue was resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was one of the 30-degree endoscopes that was involved. When the surgeon flipped from 30 up to 30 down, everything became inverted. The issue was noticed right after the endoscope was first inserted. The customer was advised to return the endoscope. There was no patient injury. The procedure was completed robotically. The customer confirmed that the alleged endoscope serial number was (B)(6).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used another endoscope, and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.